Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns port broke. This was discovered during use. The following information was provided by the initial reporter: when giving propofol to the patient, connected q-syte port broke.

Manufacturer narrative:
H.6. Investigation summary one physical sample was returned for evaluation by our quality engineer team. The sample IV set contained a q-syte component with a detached septum. Bd was able to confirm the customer¿s indicated failure mode in the sample provided however; bd was not able to duplicate this failure mode. As a batch number was unavailable for this component, a review of the molding process could not be performed by the manufacturing plant that supplies this component. Based on the investigation results, a cause for this incident could not be determined. Our quality team will continue to monitor the production process for signs of this potential defect and other emerging trends.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns port broke. This was discovered during use. The following information was provided by the initial reporter: when giving propofol to the patient, connected q-syte port broke.